Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that this injury was reported in 2024 however symptoms were experienced in 2020. The customer has discontinued use of the soclean for nearly 4 years. Reporting for due diligence.

Event description:
Customer reports exacerbated preexisting pulmonary condition described as "impacting breathing" with unspecified symptoms. The customer consulted with her medical doctor and was prescribed an increased dosage as part of an existing inhaler regimen.